Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-mar-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire scorpion needle broke. This was discovered during a procedure with no patient harm.